Event description:
This event was reported as "increased blood loss over drainage." Event cannot be differentiated if due to surgical bleeding or due to bleeding event. Therefore, it was decided to conservatively regard it as a device related bleeding event. The event was not serious and was treated with six units of packed cells and 1200 ml ffp. Ac and anti-platelet therapy at time of event: heparin and aspirin. Inr has not been evaluated. No notation of device explant has been made.

Manufacturer narrative:
Device not returned.